Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The battery in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. Investigation results as follows visual inspection of the autopulse battery and connector was performed and no damages were observed. The battery failed testing shortly after being placed into the charger and the red led was blinking. It failed in both the cadex and multi-chemistry chargers. Thereby confirming the customer's reported complaint. Functional testing was unable to be performed. A possible root cause attributed to the customer's reported complaint could not be determined.

Event description:
It was reported that when an autopulse nimh battery was tested in an autopulse charger, it tested ok. However, when the same battery was used with an autopulse platform, it failed. No adverse patient sequelae was reported and no additional details were provided.